Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during an endoscopic retrograde cholangiopancreatography, the subject device was used. The user tried to crush the calculus. However, the user could not crush the calculus. The user tried to crush the calculus with the emergency lithotriptor. The operating wire of the subject device was broken off. The user performed an open surgery and removed the subject device together with the calculus from the patient body. The model number of the subject device was not provided. This is the report regarding the switching to the open surgery.

Manufacturer narrative:
This is a supplemental report to provide additional information. The following information has been updated. Date of event (b3); model number (d4). Only the basket wire of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc could not confirm the model number and lot number from the device. The basket was deformed. The wire was broken at 650 mm from the distal end. The fracture surface showed that it broke due to ductile fracture. As a measurement result of the outer diameter of the wire, there was no abnormality. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the basket wire was deformed and the failure of the device's removal occurred. Omsc surmised that the wire was broken since the wire was subjected to a load when the user used the emergency lithotriptor. The above device handling has warned in the instruction manual as follows. Do not use this lithotriptor bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.